Event description:
The customer reported to olympus, the video system center does not display an image. The issue was found during an unspecified procedure. The procedure was completed using a similar device. The device was reported to be inspected before use. There were no reports of patient harm. This medical device report (MDR) is related to patient identifier (B)(6) (clv-290).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's complaint was not reproduced, however likely occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.